Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there was damaged to the cartridge. Reportedly, due to the damaged cartridge, the customer experienced an elevated blood glucose (bg) level of 600 mg/dl with trace levels of ketones identified. The customer required assistance administering a correction injection to address the bg. The customer changed the cartridge and was able to successfully resume insulin delivery.